Event description:
Co rec'd a report from a physician in spain about four pt's who experienced endophthalmitis after healon gv (lot number unk) was used during phacoemulsification. This report is for the first pt, a 75 yr old woman who developed endophthalmitis 3 days after phacoemulsification in march 1998. She had a vitrectomy performed and antibiotics were given. She had not recovered as of 03/04/98. This case remains under investigation. MFR reports 9610566-1998-00001 thru 9610566-1998-00004 for the reports on the other 3 pts reported by this physician.